Event description:
Patient received error "no disposal" when a cassette was connected to both of his pumps. We determined issue was with cassette. Patient agreed to keep cassette for a while as manufacturer might want it. It was not attaching correctly to the bottom of the pump per patient. Patient used another cassette with no issues. No therapy interruptions, pump is successfully infusing, no harm or injury caused, this is a life sustaining infusion, issue is resolved. No further information known. Reported to (B)(6) by: patient/caregiver.